Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt reaching eri during the analysis. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed under indicated normal functionality. Further battery assessment at various pulse amplitude measured current level within normal range, and no indication of premature depletion was detected. Review of session records indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.